Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had failed pockets. A field service engineer replaced the legacy full-height drawer with an enhanced full-height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system pyx-tcsss drawer had failed cubie pockets. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.